Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Event description:
This is report 4 of 4 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether dianeal therapy was ongoing at the time of the event. It was not reported whether the event resolved. A causal relationship was not reported for the event of bacterial peritonitis with culture positive for klebsiella pneumoniae and escherichia coli and dianeal pd4 ambuflex therapy. The nurse declined to provide further information.